Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The chronic totally occluded target lesion was located in the calcified right coronary artery. Following dilatation with a balloon, a 20 x 2.75 promus premier drug-eluting stent was advanced for treatment, but failed to cross the lesion. The stent struts were noted to be lifted up. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.

Event description:
It was reported that stent damage occurred. The chronic totally occluded target lesion was located in the calcified right coronary artery. Following dilatation with a balloon, a 20 x 2.75 promus premier drug-eluting stent was advanced for treatment, but failed to cross the lesion. The stent struts were noted to be lifted up. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus premier ous mr 20 x 2.75 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage with struts along the mid-section lifted. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.